Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that his son was admitted to hospital due to high blood glucose of over 600mg/dl on (B)(6). Customer¿s blood glucose was 532mg/dl at time of incident and current blood glucose was 287mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer reports insulin exited at the quick release. Insulin pump will not be return for analysis.